Manufacturer narrative:
Batch review performed on 04 december 2018: lot 179656: (B)(4) items manufactured and released on 13 march 2018. Expiration date: 2023-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to osteoarthritis and the surgeon performed a tka. After closing the patient, it was observed that the knee showed signs of genu recurvatum. The surgeon re-opened the patient and swapped out the 10mm poly for a 20mm poly and closed the patient. The surgery was completed successfully.